Event description:
During procedure for left iol, the phaco machine malfunctioned and would not maintain power. Operating room staff and scrub tech for physician trouble shooted the device, changed cassettes, tried the second hand piece, changed cables multiple times, changed tips and re-booted the machine. The alcon surgical company was contacted. Another attempt was made to attach the hand piece and perform testing. When this attempt was made, the machine and phaco was operational. The procedure was completed. Equipment technician was contacted for a possible "short" to be repaired.